Manufacturer narrative:
Repairs have not been completed.

Event description:
Info received indicates the bed will not operate from ac or battery power due to a worn left coiled cable with bare wiring exposed.